Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 72253 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes had incorrectly printed labels.